Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a system failure. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found that the tamper seal was intact, however there was a crack on the left bracket. There was evidence of the reported problem (error) being recorded in event history log. The reported problem was not duplicated. The investigation found that the main board does not operate as intended but no damage was found, so they were unable to determine the root cause of the reported problem. For corrective action it was recommended that the main board be replaced. A manufacturing DHR (device history record) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: correction: d4: model number: 4000; h4: mfg. Date. 26-jul-2010.